Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ¿ unknown stem ¿ unknown; 12-115120 ¿ biolox delta modular ceramic head ¿ 969560; 010000858 ¿ g7 neutral e1 liner - 3847388. Therapy date: (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06971, 0001825034-2018-06986.

Event description:
It was reported patient underwent irrigation and debridement of hematoma and wound revision approximately 1 month post right primary total hip arthroplasty. Subsequently, patient underwent a two stage revision approximately 2 months post implantation due to infection with permanent devices being implanted approximately 1 month after that. The head, liner and shell components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records revealed that the patient had the liner, head, and shell revised due to drainage and infection. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (UDI): (B)(4).